Manufacturer narrative:
H10: the philips remote service engineer (rse) evaluated the problem with the customer. The customer reported the issue was intermittent. The rse provided the customer the manufacturer's recommendation of replacing the user interface printed circuit board assembly (ui pcba) for correction. The repair for this unit cannot be conducted at this time due to the part(s) being on back order. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered ui pcba aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Event description:
Philips received a complaint on the v60 ventilator, indicating that the unit turns on by itself. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.